Event description:
Boston scientific received information that the patient implanted with this pacemaker would have increased heart rates while sitting still. There was no electromagnetic interference (emi) in the environment and the patient was not breathing hard. The response factor was reprogrammed to a lower value to mitigate the increased heart rate. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.